Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The assignable cause was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) stated there were no leaks around the bag connections and never disconnected from the patient line. The technical service representative (tsr) had the hp cycle power on the hc machine. The tsr had the hp disconnect and remove the cassette to discard the supplies. The tsr explained the alarm and assisted the hp to clear the alarm and advised the hp to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp said she did not see anything unusual with the supplies and did not know how air got into the line. The hp said she notified her nurse. The hp said she had not had any problems since and therapy was going fine. No patient injury or medical intervention was reported.